Manufacturer narrative:
(B)(4).

Event description:
It was reported that "clips would not set in ae05ml jaws". As a result, the surgeon used a "regular weck clip" to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Failure mode "clip(s) not loading properly" could be confirmed with video attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. A device history record review was performed, and no relevant findings were identified. If the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "clips would not set in ae05ml jaws". As a result, the surgeon used a "regular weck clip" to complete the procedure. No patient harm or injury. The patient status is reported as "fine".